Event description:
Per the clinic, the patient experienced pain and chronic infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced poor wound healing, skin irritation, bleeding, pus and cellulitis around the abutment site. The patient was treated with multiple courses of oral and topical antibiotics, as well as topical steroids from (B)(6) 2022 until (B)(6) 2024. It was also reported that the patient underwent skin revision (silver nitrate cautery) on (B)(6) 2022, in order to promote epithelization at the abutment site.